Manufacturer narrative:
Additional information was received stating information presented for this event was not applicable. The analysis of the information is being captured under the correct event which was previously reported. This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sheath catch of a 6-12f mynx control venous vascular closure device (vcd) could not connect to the side of an 8f 12cm non-cordis sheath. When the vcd was removed, the sealant had already prematurely started to expand. There was no reported patient injury. The non-cordis sheath hub is longer than traditional sheaths. There was no device or packaging damage observed prior to use, and the device was stored and prepared according to the instructions for use. The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer's training status was listed as "evaluating." Hemostasis was ultimately achieved using a non-cordis closure device. Sealant expansion occurred while the device was still inside the sheath. No excess force was applied during insertion, and the device was removed from the packaging properly in accordance with the IFU. The device is being returned for evaluation. Per preliminary image review, the sealant of the device was exposed from the sealant sleeves.

Manufacturer narrative:
As reported, the sheath catch of a 6-12f mynx control venous vascular closure device (vcd) could not connect to the side of an 8f 12cm non-cordis sheath. When the vcd was removed, the sealant had already prematurely started to expand. There was no reported patient injury. The non-cordis sheath hub is longer than traditional sheaths. There was no device or packaging damage observed prior to use, and the device was stored and prepared according to the instructions for use (IFU). The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer's training status was listed as "evaluating." Hemostasis was ultimately achieved using a non-cordis closure device. Sealant expansion occurred while the device was still inside the sheath. No excess force was applied during insertion, and the device was removed from the packaging properly in accordance with the IFU. One non-sterile mynx control venous closure device was returned for investigation. Visual inspection showed that both button 1 and button 2 were not depressed. The stopcock was found closed with no syringe returned for this evaluation. The sealant was present in its manufactured position and completely exposed. Regarding the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, the conditions observed on the unit were not aligned with the reported event. No additional anomalies were noted during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined specification. The dimension was obtained using a calibrated ruler. The slit length measurement could not be executed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test was performed to ensure device functionality. The unit worked as intended, deploying the sealant and retracting the balloon. After aligning the tension indicator by pulling in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A fit check with the involved introducer sheath could not be performed, as the procedural sheath was not returned for evaluation. Additionally, the insertion/withdrawal test using a laboratory sample could not be completed due to the frayed/split/torn condition of the sealant sleeves. Verification of compatibility with the sheath per the device IFU could not be completed, as the csi was not returned. Furthermore, the insertion/withdrawal test using a laboratory sample could not be performed due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sheath catch-incompatibility/fit-with sheath side arm/stopcock¿ could not be observed as the procedural sheath was not returned with the complaint device. However, the reported event of ¿mynx control system-deployment difficulty-premature¿ was observed through analysis of the returned device as the sealant was completely exposed from frayed/split/torn sealant sleeves. The exact cause of the issues experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the incompatible sheath interaction with side arm reported since the sheath was not returned for analysis for testing. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control venous device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿use only with a standard sheath introducer with up to 12 cm effective length.¿ the IFU also warns, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU instructs while inserting the device into the sheath, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information was received that the original picture provided for analysis does in fact belong to this event, reportable status reinstated. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.